Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
The customer reported hospitalization due to high blood glucose and the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 688 mg/dl. She had diabetes ketoacidosis and woke up vomiting. Customer stated she was treated with intravenous drip and insulin. Customer was off the insulin pump for 2 days prior to hospitalization. Customer stated had received multiple no delivery alarms. Customer stated that the alarm was resolved by a complete set change. Advised to change the entire set, reservoir and treat per health care provider's instruction. Customer will monitor high blood glucose. No further information provided.